Event description:
Information was received indicating that this smiths medical cadd legacy plus pump experienced under infusion due to a no disposable alarm. It was reported that the pump will be evaluated by infusystem. No reported adverse effects.